Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported there was surgical exploration to resolve the seroma, and the csf fistula was discovered. The hcp stated there was no headache. The fistula was sutured closed. The issue had been resolved. The patient¿s weight at the time of the event was (B)(6) pounds with a body mass index (bmi) of (B)(6).

Manufacturer narrative:
The other relevant components include: product ID: 8780 ,(B)(4), implanted: (B)(6)2017, product type: catheter. Patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported the patient was drained percutaneously twice. The patient was taken back to the operating room. The hcp stated there was no seroma; instead, there was a csf fistula. There was no lumbar issue and no headache. The fistula was closed off, and the patient was doing well. The issue had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown drug with an unknown concentration and dose. It was reported the hcp called the representative and reported the patient had a seroma in the pocket area. The representative reported the hcp pulled out 50 cc one day and then had the patient come back and withdrew another 100 cc of fluid. The representative stated the fluid was clear and not bloody. The representative stated the patient did not have any symptoms such as fever or swelling. The representative stated the therapy was working great for the patient, and the pump was fine. The representative stated the hcp was planning on bringing the patient in on the day of report into the operating room and would check the pocket site. The reason for the call was the representative wanted to know if there was anything else that the hcp should be doing. The representative stated the hcp was considering putting a mesh pouch around the pump, but the representative reviewed with the hcp that generally one wouldn¿t want to irritate the pocket area with such a new implant site. The representative stated the hcp also had an abdominal binder around the area. The event began ¿a week or two ago¿. The representative stated she thought there was morphine in the pump, but was not certain. The situation was being addressed by the hcp. No further patient complications were reported.